Event description:
It was reported the gastrointestinal videoscope exhibited the flickering image, the issue occurred during installation. There were no reports of patient involvement

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction due to as damage or deterioration of parts and electrical problems. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide h4 (manufacturing date). Updated fields: g6, h2, h4, h11. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.